Event description:
After a lumbar procedure, dr discovered a second degree burn around the surgical site. The dr applied silvadene ointment and released the pt. No adverse impact to the procedure or further treatment required.